Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) was applied for the 5th metacarpal fracture. A locking screw was inserted at the head part of the plate after a cortical screw was inserted into the diaphysis. Then, when the surgeon inserted the 3rd screw into the screw hole, and tried to tighten it with a screw driver, an unusual snapping sound was heard. He checked the screw driver shaft and found that the driver shaft had been broken obliquely. Also, the broken piece remained inside the screw head. The broken piece was removed from the screw head using radio pliers. Another screw driver shaft was used to insert and tighten other screws. The surgery was completed successfully with a one-minute surgical delay. There was no adverse consequence to the patient. No fragment remained in the patient¿s body. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: h346717 (non-sterile), lot quantity: (B)(4): manufacturing location: supplier- universal punch / monument, manufacturing date: 26-oct-2017: work order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev e met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Inspection sheet, incoming inspection iii rev a met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 11-sep-2017 was reviewed and determined to be conforming. Inspection certificate supplied to universal punch from zapp (for raw material) dated 29-jul-2016 was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for op # 60 (tin coat) dated 28-sep-2017 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #130 (colorize) dated 24-oct-2017 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual investigation: the stardrive screwdriver t4 tip is partially broken off. The broken off portion is missing. The remaining flutes are twisted in clockwise direction presenting that the breakage occurred during tightening of the screw. No other damages or wear are visible. Dimensional inspection: because of the existing use related damage on the available instrument and the missing broken off portion a dimensional inspection cannot be conducted and is not required per selected investigation flow broken in w-m-s080 appendix a. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no drawing/specification review is required. Material review: the manufacturing documents were reviewed, and the used material confirmed to stainless steel x15tn/1.4123 per astm f899 as referenced in technical drawing. Conclusion: the received condition agree with the complaint description and the complaint therefore is confirmed. The visual defects on the screwdriver shaft 1.3/1.5 t4 self-hold coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. The remaining twisted grooves indicate mechanical overload when inserting the screw, finally leading to breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.